Event description:
A nurse reported with a description of defective intraocular lens (iol). There was no patient contact. Additional information has been requested, received and stated found small tear on lens after packaged opened.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).